Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on tuesday. On (B)(6) with blood glucose of 800 mg/dl. Customer¿s blood glucose value at time of incident was 850 mg/dl and current blood glucose value is 350 mg/dl. Customer reported vomiting and pain as symptoms related to their high blood glucose level. The customer was treated with pump bolus. Customer was alleging possible pump under delivery. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.